Event description:
It was reported that the user experienced high blood glucose after a supply change while using the ilet system and was advised to confirm sensor accuracy with a fingerstick and monitor after changing the infusion site; no infusion set damage or leakage was observed and no hospitalization or medical intervention occurred. Symptoms included hyperglycemia. Outcomes included temporary inconvenience and need for user troubleshooting without clinical sequelae.

Manufacturer narrative:
Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia remained unclear with no confirmed device component failure. It was concluded that the event was non-serious, user-managed, and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.